Manufacturer narrative:
The reported observation of ¿end of service¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date at which time therapy is inhibited. The estimated longevity range would have been .5 years +/- .25-year per ¿ 90205144, when assuming 1000-ohm program impedances, for model 3660, assuming 1000-ohm program impedances. For model 3662. The total stimulation on time was 185.35 days or .5 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was showing end of life. Patient lost stimulation as a result. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.